Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed no delivery during the excessive no delivery test due to faulty force sensor resistor. Minor scratched lcd window, cracked display window corners and cracked reservoir tube lip noted.

Event description:
Customer stated that she had high blood glucose of 115 mg/dl because her insulin pump was not working correctly. Customer stated that her insulin pump was in rewind mode and started to alarm no delivery. Customer stated that she disconnected from the quick release, but it continued to alarm without being connected. Nothing further was reported.